Manufacturer narrative:
(B)(4). The service engineer(se)replaced the universal serial bus (usb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 980 ventilator was unable to pass the power on self-test (post). Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.